Event description:
The explanted device has been received at hq for investigation. According to the device explantation report the device or its malfunction has caused or contributed to explantation. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device has been received at hq for investigation. According to the device explantation report the device or its malfunction has caused or contributed to explantation. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The issue in the information received appears to match the damage found. This is a final report.